Event description:
The clear plastic tip of the ultrasonic aspirator became dislodged during a surgical procedure as per the user facility report received by the MFR. The user facility report indicated in block b2 of form 3500a that "other" was the outcome attributed to the event reported. User facility has not provided any further info despite several requests by the MFR for clarification of the report.